Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. After changing the supplies, the customer reported seeing drops of insulin and successfully resumed insulin therapy. There was no known impact to the customer's blood glucose level.